Manufacturer narrative:
The reported device was discarded by the facility, therefore, no product analysis will be performed. Based on the reported information, the pipeline device was used on a patient who had severe vessel tortuosity. There is no evidence suggesting that the device was defective, but rather a procedure related event. The pipeline flex instructions for use (IFU) advises, "precautions ¿ do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." Link MDR's 2029214-2017-01162, 2029214-2017-01163, 2029214-2017-01164.

Event description:
Medtronic received information that the pipeline flex device failed to open at it mid segment during delivery. This patient had a saccular aneurysm at left ica peri-ophthalmic segment. The aneurysm had maximum diameter of 6mm with neck diameter of 4mm. The landing zone distal and proximal artery sizes were 3.7mm and 4.19mm respectively. The patient's vessel tortuosity was describe as severe. It was reported the device was prepared according to the IFU. During the flow diversion treatment, the physician attempted to place the pipeline flex device in a bend of the vessel with the middle section of the device at the bend. The device was resheathed more than 2 times. The first 1/3 of the pipeline opened without any difficult. When attempting to deliver the pipelines across and proximal to the neck of the aneurysm, the pipeline was difficult to open. This pipeline device was removed from the patient and replaced with new device. No injury to patient reported.